Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A synergy¿ drug-eluting stent was advanced for treatment. However, during the procedure, the stent embolized. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was fine.